Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Initial reporter unavailable from the site at the time of filing. No part have been returned to the manufacturer for analysis. Manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the wedge projection was not showing on the tip of the computer model. Projection appeared on the tip of the passive planar blunt computer accurately. Attempted to log out of procedure, as well as adding and removing the projection without resolution. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Log review confirms something in the proximity, external to the system, was interfering with the camera. The optical localizer service logs reports streams of "infrared interference error", which may have caused the toolvismanager to hide the projection on tools. There was a gap of 38 seconds surrounding the setting of the passive planar projection where there were no interference error reports. Software functioning as designed. If information is provided in the future, a supplemental report will be issued.